Manufacturer narrative:
It is well publicized that revision surgeries are commonly required after primary spinal fusion surgery. In this case, progression of the underlying disease led to the need for a removal and revision surgery. The genesys spine implants are not believed to have contributed to the progression of the underlying disease as they were found to be fully intact and there were no signs of infection reported.

Event description:
On (B)(6) 2019 a patient underwent a one-level lumbar fusion at l4-l5. On (B)(6) 2019 the patient underwent a removal and revision surgery due to progression of the underlying disease. At the time of the removal and revision, there were no signs of infection and the removed hardware was intact. All of the genesys spine hardware was removed and replaced with a competitor's product.